Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
It was reported that inappropriate backup vvi with no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the issue was discovered in clinic when the patient presented at the emergency department. The patient experienced an electrical storm and reported palpitations. The implantable cardioverter defibrillator (ICD) delivered multiple shocks prior to admission. Upon presentation, the ICD was in backup vvi mode. The patient required external defibrillation for stabilization and close monitoring. Significant battery depletion affecting device longevity was observed and device replacement was recommended. The ICD was explanted and replaced. Prior to the electrical storm, the patient was stable. Stabilization was achieved before device replacement. After replacement, the patient¿s condition was satisfactory.

Manufacturer narrative:
Correction: section g2: distributor should have also been selected as a report source correction/additional information: section e updated.

Event description:
New information received notes that the multiple shocks experienced during the ventricular electrical storm were appropriate.